Manufacturer narrative:
Conclusion: according to the received information, the finetuner echo was replaced because it was not functioning after troubleshooting with audiologist. During device investigation a failed capacitor was detected which was clearly the reason for the reported issue. This is a final report.

Event description:
The fine tuner echo and battery were returned to service and repair. This fine tuner echo was replaced because it was not functioning after troubleshooting with audiologist. No injury was reported.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The fine tuner echo and battery were returned to service and repair.